Manufacturer narrative:
(B)(4). The device was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem of burnt odor. An internal and external visual inspection revealed an overheated j1 connector on accomp pcb and p1 plug of power cable. The device failed rite functional test for being received inoperative due to no power and was determined to not meet specifications relative to the reported problem. Upon conclusion of the investigation, the cause of the reported problem was determined to be an overheated j1 connector on the accomp pcb. The accomp pcb was replaced to resolve this problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient sensed a smoking odor from the homechoice during peritoneal dialysis (pd) therapy. This occurred during dwell one of pd therapy while the patient was connected. There was a power failure during use and the homechoice would not power back on and had a smoke smell to it. The technical services representative initiated a swap and discussed the use of manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.